Manufacturer narrative:
The device was not returned for eval. Review of the device history records is not possible as the lot number for the device is unk. The cause for the reported pericardial effusion is unk. Date report submitted to FDA by MFR: (B)(4) 2010. Date initial reporter provided the info to the MFR: (B)(4) 2010.

Event description:
It was reported after the physician performed transseptal puncture, changes were noted on ultrasound to indicate a pericardial effusion. The physician aborted the ablation procedure and a pericardiocentesis was performed. The pt stabilized with no further consequences.